Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/4/2021. H.6. Investigation: bd received 1 sample and photos from the customer for investigation. The photos and samples were reviewed and the indicated failure mode for fm in tube with the incident lot was observed. Additionally, (B)(4) retention samples from bd inventory, were evaluated by visual examination and the issue of (B)(4) was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause of the fm is that it entered the tube before the cap/stopper assembly, and is likely to be debris.

Event description:
It was reported that prior to use with bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from japanese to english: fm in tube ×1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in tube ×1.